Manufacturer narrative:
On 8/22/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a rent on the posterior view, measuring approximately 0.5 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release, in addition to being subjected to thorough in-process testing during several stages of the manufacturing process. As a result, pe concluded that the rent occurred sometime after the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges did not provide conclusive evidence of what the root cause could be. Furthermore, at this point, it is not possible to determine the origin of the yellow material observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient had a mentor siltex round moderate profile 275cc saline prosthesis implanted. The final fill volume of the prosthesis was 300ccs. On (B)(6) 2017 deflation without trauma was observed. As a result, the prosthesis was replaced with a 325cc mentor memorygel breast implant on (B)(6) 2017.